Event description:
It was reported by service report that the head right litter corner cover was cracked with sharp edges exposed. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.